Manufacturer narrative:
(B)(4).batch # t5ch8h. Additional information was requested, and the following was obtained: 1. Can you please provide more event details? No adverse event as submitted in the complaint. 2. Who fired the device? Prof e.t. 3. What was the users experience with the device? Surgeon has been an avid user of pph03. 4. Were the staples missing only from the posterior portion of the tissue? Yes. 5. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Irregular. 6. Where within the gap setting scale was the orange indicator prior to firing? Cant remember, usually finger tight. 7. Did the device completely cut the targeted tissue? Yes. 8. If the device cut, was the cut line fully circumferential around the target tissue? 9. If the posterior aspect of the tissue was cut but not stapled how it managed? 10. How was the procedure completed? 11. Was there any change in the procedure or patient care as a result of the event? Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? Who fired the device? What was the users experience with the device? Were the staples missing only from the posterior portion of the tissue? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Where within the gap setting scale was the orange indicator prior to firing? Did the device completely cut the targeted tissue? If the device cut, was the cut line fully circumferential around the target tissue? If the posterior aspect of the tissue was cut but not stapled how it managed? How was the procedure completed? Was there any change in the procedure or patient care as a result of the event?

Event description:
It was reported that during a pph procedure, stapler malfunctioned; was not able to fire properly. After firing, a 'crunch' was heard. Anterior line of pursestring formed, posterior line of pursestring not formed. Surgeon confirmed that staple pursestring over 2cm. There were no patient consequences reported.